Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the descending colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while attempting to extend the injection needle and cauterize the site, the distal tip of the gold probe broke off inside the patient. The injection needle was still intact in the device, however the gold tip completely detached from the catheter into the patient. The device was removed and another injection gold probe needle was used to complete the procedure. There were no patient complications reported as a result of this event.